Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip disposable syringe after reconstituting the needle. The following information was provided by the initial reporter: "particulate in the syringes... This issue was seen after reconstitution with the needles".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos of 3ml luer-lock syringes (p/n (B)(4) with unknown needles attached were received and evaluated. One photo with two syringes has one syringe with an unknown yellow needle attached shows one piece of loose white particulate inside the fluid path. The other photo with three syringes has one syringe with an unknown blue needle attached shows one loose white particulate inside the fluid path. The observed condition is non-conforming per product specification; however, since the foreign matter was noticed after the reconstruction and introduction of an unknown needle, we cannot verify that the foreign matter originated from the syringe at the manufacturing plant. The defect could not be confirmed to have originated at the manufacturing plant, therefore corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential identification through fourier transform infrared spectroscopy analysis. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch 1054327 that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.